Event description:
Caller reported that the touchscreen of a pump was cracked and shattered, resulting in the screen becoming unresponsive and illegible. There was no reported impact on the customer¿s blood glucose level. Tandem technical support arranged for a pump replacement, instructed the customer on how to enter storage mode, and provided a pre-paid shipping label for returning the faulty pump. Customer will continue to use the current pump as backup therapy.